Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: the root cause could not be identified by the investigation. The sample was not returned. Action taken: investigation has been completed based on current information. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A surgeon reported six patients with something like proliferative tissues around the continuous curvilinear capsulorhexis (ccc) on the anterior lens optic two months following intraocular lens (iol) implant surgery. There was no impact on the visual function of the patient. Additional information has been requested. There are six medical device reports associated with this event. This is the third of six reports.